Event description:
It was reported that the pump was not on a pt. Symptoms - when the pump was turned on during morning check, the screen remained blank (white) and kept beeping. Findings/actions taken: the display was swapped and problem still persisted. Arrow service dept confirmed, the central processing unit printed circuit board was defective. The pump is still covered under warranty.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.